Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a common bile duct lithotripsy procedure performed on (B)(6) 2023. During the procedure, the handle cannula detached, and thumb ring broke in an attempt to crush a 1.7cm stone. The stone was loosened from the basket and the basket was then removed from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event.

Manufacturer narrative:
Device code a0501 captures the reportable event of handle cannula detachment. Device code a0401 captures the reportable event of thumb ring break.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detachment. Device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection found the side car rx was pushed back. The distal part of the handle was found broken. Kinks were observed on the handle and handle cannula. The reported event was confirmed. Based on all available information, it is possible that procedural or anatomical factors encountered during the procedure could have affected the device performance and lead to the encountered failures. The side car rx pushback is most likely to have occurred during insertion or retraction of the device through the scope. Evidence of manipulation was noted and the bent in the handle could lead to the handle break. Removing the device from the scope could then lead to the handle cannula bent. Therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a common bile duct lithotripsy procedure performed on (b))6) 2023. During the procedure, the handle cannula detached, and thumb ring broke in an attempt to crush a 1.7cm stone. The stone was loosened from the basket and the basket was then removed from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications a result of this event.